Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was disconnected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected. The technical support specialist stated that this issue was due to either a temporary network issue or a network cable that got unseated, then the customer confirmed to close this ticket.